Event description:
Connection issues were noted to the subject pacemaker. Reportedly, during the implant attempt of the device when turning the set-screw the lead was not tightened neither ratchet noise was heard. Another pacemaker was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical function.

Event description:
Connection issues were noted to the subject pacemaker. Reportedly, during the implant attempt of the device when turning the set-screw the lead was not tightened neither ratchet noise was heard. Another pacemaker was implanted.

Event description:
Connection issues were noted to the subject pacemaker. Reportedly, during the implant attempt of the device when turning the set-screw the lead was not tightened neither ratchet noise was heard. Another pacemaker was implanted.